Event description:
It was reported the customer's insulin pump was exposed to moisture. Customer stated they currently have a blank display as a result of the moisture exposure. The customer's blood glucose was 317 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump had normal operating currents and no damage was noted to the isolation tape. No unexpected failed battery or low moisture damage was found on the electronics, motor, battery tube, or vibrator. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.